Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim event description:# 03 infusion oncology - customer stated that when infusing epoch (red colored chemotherapy) it often triggers "false air in line alarms." Customer went on to state that if they change the occlusion pressure threshold alarms the issue improves. Infusion is not running at a slow rate, usually running at 45ml/h per customer. Explained to customer how outgassing can cause increased air-in-line alarms and to send any devices that seem to be having an abundance of false alarms to biomed for inspection. Reviewed accumulated air-in-line alarm. Reviewed air-in-line alarm.